Event description:
It was noted that the patient¿s device was explanted on (B)(6) 2014 due to neos=yes. Product analysis was completed and approved on (B)(6) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. On (B)(6) 2015, it was reported that the patient had an increase in seizures on (B)(6) 2015. Attempts for additional information have been made but have been unsuccessful to date.